Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that multiple sensors were unusable and broken. There was no reported adverse impact. The sensors were replaced to address the issue.